Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported his insulin pump just shut off a few hours ago and he does not know why. The screen is blank. Customer's blood glucose is 161 mg/dl. The device has a crack close to the battery cap. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.